Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.

Event description:
Biomed reported during an infusion, the alaris system started smoking and burned. Power was shut off. When the biomed picked up the system, he said it was alarming with a blank screen. There was no harm or medical intervention. Although requested, no add'l pt or event details were provided.